Event description:
During evaluation of a returned amia automated pd cycler set, a baxter technician identified the patient line green cap was dislodged from the patient line connector. No additional information is available.

Manufacturer narrative:
The device was received for evaluation in an opened pouch. Visual inspection with the naked eye observed a dislodged green cap from the patient connector. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The cause of the condition could not be determined. The cause of the condition could not be determined, however, possible causes were noted to be that during assembly the green cap was not fully seated onto the patient line connector and/or throughout packaging, handling, distribution and storage, the cap became completely dislodged. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.